Event description:
It was reported that the patient presented in clinic due to unrelated infection. Upon interrogation, it was found that a right ventricular (rv) lead was capped and replaced previously on (B)(6) 2018 due to unknown lead failure. The capped rv lead was explanted. Patient condition was stable before, during and after procedure.

Manufacturer narrative:
The distal portion of lead, measured to be 46.7/47.1 cm, was returned for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching 16.3-16.5 cm from the distal tip. The cause of external insulation abrasion was consistent with friction to another device or patient anatomy feature. Electrical testing was normal with no anomalies found. No other anomalies were found.